Event description:
A malfunction was reported with a code labeled as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, tandem technical support was set to replace the pump, although communication was interrupted, and a follow-up was needed. Cts followed up with patuent to confirm pump replacement.